Manufacturer narrative:
Device evaluation summary: the device returned with the sheath and stylette partially loaded. The sheath could not fully cover the stent due to stent deformation. The sheath and stylette were removed with no issues. The stent not positioned between the markerbands as per specifications due to deformation of distal wraps. Deformation was evident from all mid to distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 93% stenosis located in the distal right coronary artery (rca). The lesion was not pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non-medtronic stent. The patient is reported to be alive with no injury.